Event description:
Per the center, the patient was explanted in 2009 (day not reported) due to exposure of the implant. Flap reconstruction and antibiotics (type not reported) were attempted before explantation.